Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12160; model: sc-1216; serial: (B)(6); batch: 525388. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7108138.

Event description:
It was reported that following a non-device related surgery, the patients lead was damaged. It was noted also that patient was experiencing inadequate stimulation. It was reported that the patient underwent a full spinal cord stimulator (scs) system explant procedure. The explanted device was disposed at the facility.